Manufacturer narrative:
There is no established expiration date for this device. Device was evaluated in the field on 02/17/2010. It is unk whether initial reporter is a health professional. Further attempts will be made for this info. Eval summary: investigation revealed that there was a hydraulic leak due to loose hydraulic hose. The hydraulic leak from floor lock does not pose any direct risk to the pt as the pt does not come in contact with any hydraulic fluid. The risk assessed here is with respect to user. The potential risk here is the user slipping on the fluid leaked from the floor lock foot. If the hydraulic leak is not noticed, the fluid can keep leaking which could drain the hydraulic tank causing the table to be completely non-functional for articulations. This is not a single use device.

Event description:
It was reported that when the surgical table floor locks are engaged, slowly over time the floor locks will unlock on their own. This happens within an hour. There were no pts involved and no adverse consequences occurred.